Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; morphology and outcomes of total endovascular treatment of type b aortic dissection with aberrant right subclavian artery zhou et al, european journal of vascular and endovascular surgery volume 54, issue 6, december 2017. Pages 722-728 https://doi.org/10.1016/j.ejvs.2017.09.014. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems' were implanted in patients for the endovascular treatment of type b aortic dissection in patients with aberrant right subclavian artery (arsa). The following adverse events were observed: death.